Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A technician reported a case of bilateral blurry vision and dry eyes observed at three weeks post photo refractive keratectomy (prk) treatment. Reporter indicated dry eyes and slow healing. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the "fellow" eye.